Event description:
Pt underwent open incision hernia repair with strattice material on (B)(6) 2011. Pt did well post-op until (B)(6) 2011, when she developed abdominal pain and feculent drainage from drain site. Upon exploration, a hole was found in the strattice material with pt's bowel protruding. The first layer of strattice had essentially dissolved or broken apart leaving only the corner sutures intact. The second layer of strattice (deeper) had a 2 cm hole in the geometric center, and this layer was stuck to the bowel. It is believed that this layer was struck to the bowel. It is believed that this opened up the bowel due to concentrated intra-abdominal pressure concentrating tension on this portion of the strattice material which then failed and opened up. Because the strattice was firmly adherent to the underlying bowel it then caused the bowel to open up as well and spill its contents into the wound.